Event description:
New information received indicates that further programming changes were made. No further issues were noted.

Event description:
New information received indicates that the previously recommended programming changes were made and another instance of non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. Further programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert for episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.